Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported the spring wire guide (swg) was inserted over a needle and that the needle in the kit was not used. The swg unraveled upon removal after the catheter was placed. As a result, it was removed without event. There were no reported pt complications. Also reported was the doctor was "stuck" in his finger with the distal end of the wire resulting in a puncture wound. It was reported the puncture wound was doing well and that the pt had no communicable disease.